Manufacturer narrative:
Bench repair replaced the power cord to resolve the reported issue. Following the test & verification procedure the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. To assure proper device performance, we recommend using only accessories and expendables approved by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by bench repair on the v60 indicating while servicing the device, it was observed that the ac cable is found to be out of range in electrical resistance tests. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.

Manufacturer narrative:
(B)(6) portugal.phone (B)(6).